Event description:
It was reported that bd insyte¿ autoguard¿ catheter i.v. 24g x 0.75¿ (0.7 x 19 mm) was damaged, but still operable. The following information was provided by the initial reporter: "upon opening the package, it was evidenced that the catheter 24 was broken."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.